Event description:
It was reported that during the left ventricular lead revision procedure, the setscrew would not engage and tighten the lead in place. It was further reported that the physician deemed the device faulty and explanted and replaced the device. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
(B)(4).